Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes related. The customer's blood glucose was 300 mg/dl at the time of incident. The customer reported that the insulin pump was not working and was removed. The customer was assisted to set up the insulin pump. The insulin pump will not be returned for analysis.